Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donation unit # (B)(6) the disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The filter for the disposable set was received for investigation. A visual inspection found no defects with the filter. The filter was sent to pall for further evaluation. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file. It is possible that this leukoreduction failure could be donor related.

Manufacturer narrative:
The filter was investigated by our supplier who observed a pinch of the prefilter which may have caused the high residual occurrence reported. Root cause: a possible cause for the failure may be due to the pinch in the prefilter. A possible cause was determined to be due to incorrect set up of the media or incorrect deposit process at the filter supplier site.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.